Manufacturer narrative:
Event date: (B)(6) 2014. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a steam pop occurred. A 10mm blazer ii was selected to ablate the lesion. During the ablation procedure, the physician was drawing a line with the ablation catheter when he heard and felt a steam pop. The physician performed pericardiocentesis to remove the fluid. The procedure was completed with this device. The patient was hospitalized for approximately a week and has been discharged. No further complications were reported and the patient's current status is ok.